Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue of the device failing to deliver a defibrillation shock. Through an evaluation of the electronic patient record, physio was able to verify that the reported issue occurred. The charge disarming issue for the first attempted defibrillator shock appears to be likely due to the device user pressing an inappropriate button during charging, which caused the device to disarm the defibrillator charge. The charge disarming issue for the second, third and fourth defibrillator shock attempts were determined to be due to an intermittent loss of connection to the patient through the defibrillation electrodes. After completing other unrelated repairs and observing proper device operation through functional and performance testing, the device is to be returned to the customer for use. The customer indicated that they used third party therapy electrodes with the device. Physio-control does not recommend the use of other manufacturer¿s defibrillation electrodes with the device. The therapy electrodes used during the reported event were not returned to physio-control for evaluation. The root cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that during a patient event, they attempted to deliver defibrillator shocks to the patient four (4) different times with each attempt failing. The device reportedly was disarming the defibrillator charge each time before they attempted to deliver the shock. The device was able to deliver a defibrillator shock on the fifth (5) attempt. The patient did not survive.